Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with recurrent left inguinal hernia and right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #1 & #2). Per operative notes, "on the right side, the hernia sac was identified and dissected out the direct hernia. Attention was given to left side; some scarring was noted and a hernia was noted within the muscles of anterior abdominal wall. A 3dmax mesh (device #1 & #2) was folded and placed in preperitoneal space. Similar procedure was done on right side. The umbilical hernia was identified and fixed by pushing the omentum back and sutured." (B)(6) 2013 - patient was diagnosed with supraumbilical ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device #3). Per operative notes, "the fascial edges were identified and dissected free and the herniated tissue was put back in peritoneal cavity. A ventralex st (device #3) was placed and sutured to the fascial edges." (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open and laparoscopic repair with explant of ventralex st (device #3) and implant of sepramesh ip (device #4). Per operative notes, "the ventralex st (device #3) was seen and completely removed. The hernia defect was seen along with some diastasis. A sepramesh ip (device #4) was placed in peritoneal cavity and pulled into the anterior abdominal wall and tacked." Attorney alleges that the patient had pain, hernia recurrence between (B)(6) 2013 to (B)(6) 2014. It is also alleged that the patient had stomach bulges which requires wearing of large elastic belt at all times and also limited activity to avoid stressing abdominal muscles between (B)(6) 2016, (B)(6) 2017 and the present.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about post implant of sepramesh ip, patient was diagnosed with hernia recurrence and pain.the instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the sepramesh ip (device #4). An additional supplemental emdr was submitted to represent the ventralex st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.